Manufacturer narrative:
It was originally reported that the head end would not go down. Upon completion of the investigation it was found that the cot dropped during unloading of the unit. This unit was not evaluated by a stryker field service representative. Further information regarding the drop event was not provided. Their was no patient involvement and no user injuries reported as a result of this event. The device was not made available for evaluation.

Event description:
It was reported that the head would not go down on the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the head would not go down on the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.